Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited oversensing, most likely due to an insulation defect caused by lead scuffing. The rv lead also showed raised sensing integrity counter (sic) counts. Reprograming is planned and the leads remain in use. No patient complications have been reported as a result of this event.